Manufacturer narrative:
Follow-up #1 date of submission 08/18/2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a visual inspection of the pump showed that the audio bolus button cover was detached and missing. The audio bolus button was not responsive. Evidence of contamination was found under the button contact. Unrelated to the original complaint, the battery compartment was found to be cracked.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (abb dmg prior to tactile cng) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.